Event description:
Mps reported arm shaking getting into cutting area and falling out of haptics over and over , she also said there was a strange sound coming from the arm during cutting.. This happened in multiple cases today.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: adjusted j2 bump stops, verified angle accuracy with digital protractor. Performed homing constants, and auto kinematic calibration. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected on 19/11/2020 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm shaking getting into cutting area and falling out of haptics over and over , she also said there was a strange sound coming from the arm during cutting.. This happened in multiple cases today.